Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine 40 mg/ml for a total dose of 6.98 mg/day and dilaudid (hydromorphone) 8 mg/ml for a total dose of 1.39 mg/day via an implantable pump for spinal pain. It was reported the patient came in for a refill and a volume discrepancy was noted where the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 1 and the erv was 4.7. The patient was last refilled in (B)(6) 2018 and there were no issues. The patient had no symptoms and has gotten good therapy. The logs were checked and no issues were seen since the patient's last refill. It was noted that the drugs they were going to use to refill the patient today (B)(6) 2019 had precipitation in it and they decided they did not want to use it. 4cc of saline was put in the patient's pump "so the patient's pump would not go empty" till they can get the new medication. Later on (B)(6) 2019, the got the new medication and they tried to aspirate the 4 cc of saline and stated they could only get back 1 cc of saline. An ultrasound was performed and confirmed there was no fluid in the pocket. It was reviewed to check for proper needle orientation, a manufacturer refill kit was recommended and to try a new one, check the locked valve procedure (hold negative pressure), and to use a small (5cc or 10cc) syringe to force the saline into the reservoir and that did not troubleshoot the issue. It was reviewed to fill the pump with 20cc of saline to see if they could fill it. It was noted they were able to fill 19.5cc into the patient's pump. It was reviewed to aspirate it and consider putting the drug back in the pump and monitor the patient/bring the patient back in a few weeks to see if there were any volume discrepancies. It was noted that the drug was filled in the patient's pump and they planned on bringing the patient back for an earlier refill. Troubleshooting done prior to call included accessing the reservoir and a pocket fill was ruled out. They reviewed the refill accuracy chart, will bring the patient back early, evaluate for other causes, aspirate all fluid from the reservoir until air bubbles no longer appear and verify the volume, and will monitor the patient for over infusion. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-mar-12 from the healthcare provider (hcp). It was reported that the cause of the volume discrepancy was unclear. The patient reportedly had another similar discrepancy on (B)(6) 2019. The cause of the hcp only aspirating 1cc after 4cc was added and only being able to inject 19.5 ml was unknown. The patient's pump was refilled to resolve the volume discrepancy. The hcp clarified that they only injected 19.5 cc because approximately 0.5 cc was retained in the filter and the external tubing. No further complications were reported.